Manufacturer narrative:
The investigation revealed a design deficiency, causing plan edit settings to malfunction under specific circumstances, where the user selects to use a cone beam CT set up field. In this circumstance, the user is able to acquire the existing gantry angle, and is able to apply that gantry angle to all treatment fields in the plan. There is a warning message that the dose distribution may be altered by the change, but, having passed that message, there is nothing that prevents the user from proceeding to treat with the incorrect gantry angle. The potential risk is having a multiple field imrt plan where the gantry angles for several beams are changed to a common value for a session. This would leave to several fields of one fraction being treated incorrectly, possibly exposing critical radiosensitive tissues to unintended radiation. The issue is limited to one treatment fraction, because the plan would be unapproved for treatment the second time. No misadministration occurred in this vase. However, further actions are addressed in varian's CAPA process. In addition, an urgent medical device correction notification will be sent to affected customer. All corrective action will be reported under the guideline. No additional follow-up to this MDR is expected.

Event description:
During post plan modification, the user was able to acquire gantry angles in an unexpected and unintended manner. However, the user should not have been able to acquire the gantry angle, because the user did not have rights to that prescription modification parameter.